Manufacturer narrative:
The reagent lot number is 868696 and the expiration date is 30-nov-2026. Calibration was last performed on (B)(6) 2026. The qc recovery data provided was within specification. The field service engineer (fse) found a defective bead mixer and a bent sample probe. The fse replaced the bead mixer, the probe, and sipper probe, and tightened the probe moving belt. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 2 patient samples on a cobas e 411 analyzer (disk system). On (B)(6) 2026, sample 1 had an initial result of 20.45 miu/ml with flag. A new reagent was loaded onto the analyzer and the sample was repeated. The sample was repeated twice and the results were 2247 miu/ml with flag and 2426 miu/ml with flag. On (B)(6) 2026, the sample was repeated again three times and the results were 2321 miu/ml with flag, 2320 mui/ml with flag, and 2383 miu/ml with flag. On (B)(6) 2026, sample 1 had an initial result of 542.0 miu/ml with flag. The sample was repeated and the result were 5.19 miu/ml with flag. A new reagent was loaded onto the analyzer and the sample was repeated. The sample was repeated twice and the results were 539.0 miu/ml with flag and 567.9 miu/ml with flag. On (B)(6) 2026, the sample was repeated again three times and the results were 537.6 miu/ml with flag, 551.7 miu/ml with flag, and 557.9 miu/ml with flag.